Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultra2 meter because it was displaying an error 2 message. Per the onetouch ultra2 user guide this error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 6pm. The patient reportedly manages her diabetes with actos pills 1 pill daily and 2 metformin pills per day (dose unknown) and she did not make any changes to her medication due to the alleged issue. She reported that she increased her metformin pill upon her doctor's recommendation only a few days prior to the alleged issue because her blood glucose had been running high. On (B)(6) 2012 at approximately 7am she claimed that she ate breakfast in the morning and then exercised as per usual. During the exercise, she began to feel "weak and started shaking." She stated she went to lie down for approximately 30 minutes until she felt well enough to self-treat her symptoms. She reportedly self treated by eating some honey at an unknown time and felt better a few hours afterwards. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient was using the correct test strips however a test could not be performed during the troubleshooting because the patient did not have any more test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.